Manufacturer narrative:
H3 other text : the customer cancelled the case as there was no malfunction associated with the device.

Event description:
It was reported to philips that the device's co2 is not working. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. When the fse arrived on site the customer advised him that there was no issue and the call was cancelled. Since the customer reported the case in error, there was actually no reportable malfunction associated with this device. The work order was cancelled and if the customer is in need of further assistance a new service order will be opened and will be captured through philips normal complaint procedure. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device's co2 is not working. There was no patient involvement.